Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that upon activating a pod, they felt the cannula insert into the skin; however, when the pod was removed, the cannula was not visible, indicating that it had retracted and suggesting a needle mechanism failure. The patient¿s blood glucose levels were not affected, and the pod was not worn.